Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device status unknown. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported "the implant was intact". Un-reporting rupture.